Event description:
The following was reported to hamilton medical ag: customer called stating unkown problem wanting us to review logs. The following was found: during start-up the hamilton-t1 stops during self-test. 'Technical state failed' displayed on screen. Te 231013 - > qo2 sensor defect during start up tf 431009 -> qo2 sensor error (calibration data could not be read). No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During clinical use at the (B)(6) hospital, a hamilton-t1 ventilator (sn: (B)(6), sw 3.0.3) was reported to have alarmed loudly and failed to complete the boot process after being turned off and restarted. The device later powered on with an inverted screen and displayed a "technical state failed" message. The issue was identified during clinical use, with no patient harm reported. Consequently, the event did not cause or contribute to a death or serious injury for a patient. Two technical faults were recorded: tf231013 and tf431009, both related to the qo2 sensor. The device could not enter ventilation mode but could be accessed via service software. The event could not be reproduced, and further information from hospital staff is pending. No corrective actions have been performed to date. The most probable root cause is an issue with the qo2 sensor, which may have been unconnected or defective.

Event description:
The following was reported to hamilton medical ag: customer called stating unknown problem wanting us to review logs. The following was found: during start-up the hamilton-t1 stops during self-test. 'Technical state failed' displayed on screen. Te 231013 - > qo2 sensor defect during start up tf 431009 -> qo2 sensor error (calibration data could not be read) no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: customer called stating unkown problem wanting us to review logs. The following was found: during start-up the hamilton-t1 stops during self-test. 'Technical state failed' displayed on screen. Te 231013 - > qo2 sensor defect during start up tf 431009 -> qo2 sensor error (calibration data could not be read) no health consequences or impact.